Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure and label were free of physical damage. When power was applied, the tactisys completed post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was observed. Fiso diagnostic revealed all three channels were functional. The tactisys was left on for an extended period with no anomalies observed. Inspection of the logs revealed that the date and time had reverted to default settings; therefore, the actual event dates could not be determined for analysis. The internal battery was measured at 0.10 volts, indicating a depleted battery. This could not be conclusively determined related to the reported symptom. The reported contact force issue was not reproducible during testing, and the tactisys functioned as intended. The reported event was not confirmed. Based on the information and investigation provided to abbott, the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial tachycardia procedure there was a contact force issue with the tactisys resulting in a delay. Due to this issue when the tacticath se catheter was connected the contact force did not display. The procedure was delayed for an hour while waiting for a replacement tactisys. After replacing the tactisys the issue was resolved and the procedure was completed with no adverse patient consequences.